Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Lot 8h01875 was manufactured on august 20, 2018, in the convex 2piece (pc) building 8, with a total of (B)(4) market units. Complaint investigator performed a batch record review on november 06, 2019, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) 404593 system application product (sap) material identification 1156501 and manufacturing order 1423883. The batch record review supports that there were no discrepancies related to the issue reported. No photograph associated with this case and no unused return sample was expected. This investigation applies to all family products manufactured on convex 2piece (pc) manual line located in haina manufacturing site, building 8a for failure mode: skin barrier starter hole is defective (e.g. Misalignment or off center), leakage may occur. A targeted root cause investigation for these known issues/malfunction codes has been conducted. The manufacturing process including equipment performance, quality inspections and quality control records were reviewed. The use of the 6 m¿s methodology to explore and analyze probable causes was completed. The root cause investigation identified tooling as the root cause and opportunities to improve the tooling at the wafer loading station of the convex 2pc manual line. This is the station where the adhesive mass is applied to the convex insert. The root cause investigation progressed to the corrective/preventative action (CAPA) stage under the parent CAPA record. The corrective action was to implement new tooling. This new tooling passed the performance qualification (pq) validation phase and was implemented may 24, 2019, into full production. All operators were trained on the revised standard work instructions (swi) as part of implementation of the new tooling. In addition, the swi was added to the training curriculum for the operators. Containment actions were also implemented and include: slowing the manufacturing line (e.g. Reducing the speed to allow more time for the manual placement of the mass onto the assembly); implemented 100 percent inspection; awareness training of operators for the malposition of the starter hole was conducted; and stopped producing several codes which had a higher probability of starter hole off-centeredness. This investigation is closed, and all corrective actions have been implemented. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received, should additional information become available, a follow up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Manufacturer narrative:
MDR 9618003-2019-05518 / device 1 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole was off center. The product was not used on or by a patient. No photograph was provided by the complainant.